Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a device changeout procedure the insulation on the left ventricular (lv) lead was found to be cracked. The lead was repaired with silicone and a suture sleeve and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.